Event description:
It was reported that the patient was found deceased at home by family. The patient was connected to the mobile power unit (mpu) when found. On interrogation, the driveline was disconnected at 1820 but no further alarms were noted until 0538 the next day. Log file analysis captured a backup battery fault alarm at 6:10 pm on (B)(6) 2025 followed by the reported driveline disconnect at 6:20 pm. It was reported that the cause of death was the patient trying to change out their controller on their own due to the backup battery fault alarm. Following the driveline disconnect, the patient did not reconnect to (B)(6). The cause of death was not determined. The death was not considered to be device related and the device operated as expected. Upon investigation of the log files, no external power alarms were active while the controller was connected to the mobile power unit (mpu). However, it was communicated that the patient did not die from the mpu. The patient tried to change out their own controller due to emergency backup battery (ebb) fault alarm. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu), serial number: unknown, was confirmed via the log files. The mpu did not return for analysis. The system controller event log file was reviewed, and timestamps spanned approximately 1 day (14:29:39 on 19jul2025 to 06:46:34 on 20jul2025). On 20jul2025, a low power hazard, power cable disconnect, and no external power alarms were active while connected to the mpu. This event is consistent with the mpu losing power. These alarms continued until 06:46:34 on (B)(6) 2025 when the system controller was powered off. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined during this investigation. The device history records for the mobile power unit (mpu) could not be reviewed as no product-identifying information was available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting. Address how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low power hazard alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.